Event description:
(B)(4) complaint handling unit reported the surgeon was inserting the guidewire into the bone. The surgeon noticed the bone was very hard and it was difficult to drill. There was loud pop and the guidewire was observed to be broken at the level of the bone. The surgeon was unable to remove the fragment of guidewire from the patient and continued with inserting the dynamic hip screw. This was not reported at the time but was subsequently reported to the hospital authorities who initiated a root cause analyses (rca) review and have classed this event as a high level issue,sats 1. The patient has been informed that there is a fragment remaining in their bone from a fractured instrument. No item received.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.